Event description:
It was reported that loss of capture was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.